Manufacturer narrative:
Event summary: it was reported, during an iliac angioplasty procedure, the advance 35 lp low profile balloon catheter ruptured. According to the initial reporter, the balloon burst at the lesion site before reaching 10atms. The procedure was successfully completed with another balloon without adverse effects to the patient or the need for additional procedures. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used pta5-35-80-9-4.0 was returned for investigation. A circumferential rupture was located approximately 3cm from the distal tip. Both marker bands were present on the device. Biomatter was present. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no related nonconforming events which could contribute to this incident. A review of complaint history showed no other reported lot-related complaints. There were no identified gaps in the device drawing, specifications, manufacturing instructions, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information available provides evidence to support that the device was manufactured to specification. The product is packaged with instructions for use which warn, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ based on the information available, investigation has concluded that a cause for the device event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a iliac angioplasty procedure, the advance 35 lp low profile balloon catheter ruptured. According to the initial reporter, the balloon burst at the lesion site before reaching 10atms. The procedure was successfully completed with another balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.